Manufacturer narrative:
The CPAP was returned to the MFR where a trained technician determined there was no failure of the device. The device passed all inspections and functional testing. The MFR determined the device operated and functioned as designed. Based on the eval of the device and the info available, the MFR has determined that the device did not cause or contribute to the pt death and that no further action is required. The mask used with the CPAP device was not mfg by philips respironics. The original equipment MFR for the mask was informed of the incident.

Event description:
A customer reported to the MFR that a pt was placed on the remstar plus CPAP device with a full facemask during post-operative recovery. The pt became nauseated, vomited within the full mask and aspirated while receiving therapy from the device. The pt expired as a result. There is no allegation of malfunction of the CPAP; however, the complainant requested that the involved device be evaluated to determine if it had operated correctly.